Event description:
It was reported that the balloon ruptured during procedure.no patient injury reported.

Manufacturer narrative:
The catheter has been evaluated and a pin hole was found at approximately 2.3mm from the distal tip.(B)(4)